Event description:
Health professional reported a lap-band "explanted port and band" due to "complication of device" and a "port leak."

Manufacturer narrative:
(B)(4). Allergan has received the product however the analysis has not been completed at this time. Visual examination of the returned device determined the access port tubing connector to be a taper ii. The reporter has declined to provide allergan further information regarding the reported event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible complication as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body."